Event description:
(B)(6). It was reported that during a stenting treatment procedure, incomplete apposition occurred. The 95% stenosed and 14mm long target lesion was located in the non-calcified and non-tortuous mid left anterior descending coronary artery (lad) with a reference vessel diameter of 4.3mm. The lesion was treated with direct stent placement of a 3.0x16mm taxus liberte stent. Post-stent deployment intravascular ultrasound (ivus) revealed incomplete apposition of the stent. It was treated with post-dilatations using a non compliant balloon resulting in 0% residual stenosis and timi-3 flow. The patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ping meter is prompting a black screen with an hour glass and will not power off. The patient manages her diabetes with an insulin pump. The product issue began on (B)(6) 2010. The patient did not test on any other devices. The patient reportedly developed symptoms described as "nauseated, sweating, and shaking" due to the alleged issue. On (B)(6) 2010 at 5:04 am, the patient claimed that she administered self treatment with a glucagon injection. According to the troubleshooting performed with customer service, issue was not resolved with training. This complaint is being reported because the patient reportedly developed symptoms and received treatment suggestive of hypoglycemia 3 days after the product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # k082590.